Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during a surgical procedure at the user facility, the tip of the nozzle of the device was broken. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the tip of the nozzle of the device was broken. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.